Event description:
It was reported that the patient had back pain, but there was not a problem with the pump. It was indicated that the patient was having an MRI due to the back pain. Additional information reported they did not know why the pump was placed in their upper buttock and it was awful and miserable. If the patient sat up, the pain would go away. The patient¿s butt was very sore since their dose had been decreased. An MRI was performed and showed no issues for a cause of the pain. The pump was going to be removed for discomfort and not being able to sleep. The patient felt electrical shock if they lay down for more than2 hours. It was stated their nerves were bothered and they had to sit up in the chair to try and sleep. The patient was being titrated down. The pump was used to deliver hydromorphone. Additional information reported there was nothing wrong with the pump, but the patient was requesting explant due to ¿non-compliance.¿ additional information reported the patient still had concerns with their device or therapy and planned to have it taken out since they had not been able to lay-down for over 1 year. They had an appointment with the doctor or medtronic representative on 2014-(B)(6).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).